Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. The catheter was analyzed and no significant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (11 mg/ml at 2.5 mg/day) and baclofen (200 mcg/ml at 45.50 mcg/day) via an implantable infusion pump. It was reported that the last several months patient was not getting good pain relief. It was noted that during the initial implant of the catheter the healthcare provider (hcp) had some difficulty heading it north. A revision was performed and the spinal segment was replaced. The catheter was implanted heading north and the hcp was happy with placement. The explanted catheter portion would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.